Event description:
It was reported that the patient was experiencing discomfort located at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated. Therapy was restored to the patient post-operatively.

Manufacturer narrative:
A review of the record determined that the wrong implant date was entered in the initial report.